Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The son reported via phone call that the customer received a compromised force sensor system alarm. Customer's blood glucose was 144 mg/dl. It was also reported insulin was squirting out and insulin continued to drip after the act button was released during the manual prime process. Customer was also unable to exit from the preparing to prime loop on the insulin pump. Troubleshooting found the customer's drive support cap was flush. Customer could not recall pressing on the cap while connected. Customer also reported experiencing a button error alarm in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.